Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: within the last year at least three celect-pt filters had tilted and possibly embedded during an unknown implant period. The tilt was noted at the time of retrieval, thus assuming the tilt had no impact on the patient but was merely a ¿concern regarding the filter not properly fixating during dwell time¿. No complaint device was returned and no imaging was obtained. Therefore, based on the information provided only the exact reason for the celect-pt filters to tilt during the implant period cannot be determined. Filter tilt has been reported. Potential causes may include filter placement in inferior vena cava (ivcs) with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.¿

Event description:
Description of event according to initial reporter: it is alleged that at least 3 celect-pt (catalog number and lot# unknown) filters were tilted and possibly embedded within the last year.

Manufacturer narrative:
Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as celect platinum filter. G4) similar to device marketed under 510(k)/PMA: k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.